Manufacturer narrative:
Occupation is lay user/patient. The customer was not able to return the testing strips as they had been discarded. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 2:57 p.m. The meter result was 2.0 inr and at 7:00 p.m. The laboratory result was 4.2 inr. The patients therapeutic range is 2.0-2.5 inr and tests weekly. The patient is stable and well.